Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: no. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Appeared to be. Was air tested bubble tight. Did the device cut? Ragged. If yes, was the cut line complete? Appeared to be. If yes, was there any issue with the cut line? Ragged and bleeding. Was there any difficulty opening the device jaws? None noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon had an incomplete fire on the first firing using a green load which contained mis-formed staples. The surgeon used the stapler again for the second firing with a blue load, and still experienced incomplete firing and experienced staple mis-formation. There was a delay of five minutes in the procedure as they have to get another stapler. They had to use vistaseal fiber glue on the cut line. When the surgeon air tested the cut line it appeared not have any leaks and addressed the bleeding. The patient appeared to be doing fine. There was no patient consequence reported. No additional information provided.